Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer had two low blood glucose episodes in the past year that required medical intervention. No details were given about her blood glucose readings but paramedics had arrived on the scene twice to administer glucagon injections to the customer. The patient was offered to be transferred to the 24-hour helpline but declined; she felt okay and did not want a follow-up. No products were shipped or returned.